Event description:
Ous MDR - the patient had several shock episodes. According to patient's relative, the patient had dizziness and was hospitalized on (B)(6) 2014. The patient received amiodarone. Initially, the cause of ventricular arrhythmia was suspected to be lead irritation. For this reason the lead was repositioned twice. On (B)(6) 2014 the lead was positioned in the rvot and a ptca was performed on (B)(6) 2014. Ventricular arrhythmia persisted. Then on (B)(6) 2014 the lead was repositioned back in the apex because of loss of capture during deep breathing. A ptca was performed on (B)(6) 2014.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.